Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic nissen fundoplication. According to the reporter, the balloon would not inflate. Additional information has been requested but not yet received.